Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt during removal of the protective sheath from the 3.5 x 15 mm nc trek balloon catheter making it necessary to use force to remove the sheath. After removal of the sheath a hole was observed in the balloon that prevented it from being inflated. Another balloon catheter was used to complete the case. No clinically significant delay in the procedure were reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received states that although difficulty was experience removing the protective sheath, the nc trek was used in the patient; however, the balloon would not inflate. After retraction of the balloon catheter from the anatomy a hole was observed in the balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. The reported balloon hole was not confirmed. The reported difficulty removing the protective sheath could not be tested as the protective sheath was not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.